Event description:
The patient stated that there was moisture in the cartridge compartment when he removed the cartridge in the morning. He said it was leaking at the "body" of the cartridge. He says his blood glucose levels have always been erratic and his blood glucose levels ranged from 83-353 mg/dl over the past three days without symptoms. There is no indication of a serious diabetic injury.

Manufacturer narrative:
Correction # 2531779-02/25/11-001-r. There is no adverse event associated with this complaint. The cartridge was returned to animas. Although the cartridge was returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.